Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was in use on a patient with sepsis when the patient went into cardiac arrest and the ventilator was generating audible and visual alarms. The reporter stated that the patient was removed from the ventilator and was resuscitated. The patient was placed on an alternate ventilator. The reporter stated that later in the day the patient expired. Covidien product specialist reviewed the error logs with the reporter over the telephone and no abnormalities were found with the 840 ventilator at the time of the event. It is unknown what ventilator the patient expired on. Reference regulatory report #8020893-2017-05582 previously reported for this issue.